Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl. The customer¿s current blood glucose value was 130 mg/dl. The customer mentioned other blood glucose values such as 191 mg/dl, 66 mg/dl, 355 mg/dl, 232 mg/dl, 58 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with glucose tablet and food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.